Event description:
The customer reported that her blood glucose dropped to 39 mg/dl and was involved in a car accident. The customer stated that she uploaded the insulin pump reports and found that the insulin pump alarmed during lunch. The customer called days before the event and reported that the buttons were unresponsive. Troubleshooting was performed and found that the buttons were responding intermittently. The customer stated that she is not comfortable with the device and requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.